Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply cable was replaced during the service call.

Event description:
The customer reported that the 7700 system had a power supply cable fault. No pt injury was reported.